Event description:
Reaction to ozone exposure; using the sleep8 ozone CPAP cleaner for 2-3 weeks and experienced chest discomfort and a severe facial skin reaction. First thought chest discomfort was due to increased pressures and skin reaction was due to a silicone allergy. After ruling out the silicone allergy using a mask liner and still having the skin reaction the only remaining piece of the puzzle was the ozone cleaning system. Stopped using it and the reaction did not reoccur and my morning chest discomfort has subsided. It appears the ozone gas was lingering in my CPAP hose and remaining on my mask, liner and headgear in a quantity that was concentrated enough to create the skin reaction. On occasion I was leaving my CPAP hose, mask, liner, and headgear in the sleep8 bag up until just before use so I'm sure that had a lot to do with the level of ozone I was exposed to. FDA safety report ID# (B)(4).